Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned in good visual condition and with no cartridge loaded on the device. Furthermore, the shrouds were noted to be slightly separated. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: additional analysis performed. One pse60a device received in good condition. The decontamination facility stated the battery could not be disengaged from the device. Initial attempts to remove the battery pack from the device were not successful. The device was partially disassembled to gain access to the distal surface of the battery housing. The battery was forcibly removed from the device's bulkhead subassembly. Investigation of the battery pack revealed the internal mating surface of the battery contained excess adhesive utilized as part of the battery assembly process. In this condition, the battery would bond to the device bulkhead when the battery was installed prior to use. A test battery was installed on the device. The device was then evaluated for functionality by attempting to (dry fire) fire the device. The device firing and knife return functions were normal.

Manufacturer narrative:
(B)(4) = at the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that prior to an unknown procedure, the battery pack did not deliver maximum power for optimal cutting. The device fired a few staples that were not properly formed. It did not cut. There was no patient consequence.